Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit. The technician confirmed that the console was not operational. The user facility was provided a quote for the repair of the unit; however, they elected not to repair the unit and permanently remove it from service. No additional issues have been reported.

Event description:
The user facility reported that prior to the start of a patient procedure their pc panel to their trufreeze console stopped working. As a result, the procedure was rescheduled. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.